Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to recover and required maintenance. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which located 2 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of multiple devices not detected on bus was confirmed by fse and subsequently confirmed in the dchu testing process. According to work order#: (B)(4) the fse reported that on arrival t board had top right light off, indication of communication failure to the drawer board. The retractor band and drawer board were replaced. The fse tested drawer and recovered. The report was closed. During dchu visual inspection: p/n: 331392-01: had no missing components, signs of fluid ingress or any physical anomaly. P/n: 353844-01: was received with copper strands in contact with adjacent copper strands. During dchu testing: p/n: 331392-01: the drawer controller was evaluated on an esd protected surface with a calibrated dmm and passed the resistance testing. Also, it was mounted to a known-good drawer for the functional testing (hta) and passed the test with no intermittent behavior observed. P/n: 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of a failed drawer that cannot be recovered was due to crossed continuity between adjacent copper strands of the ¿assy retractor dwr hh cubie¿ (p/n: 353844-01) which lead to the observed thermal damage.